Event description:
The customer reported that the blade became stuck after the first cutting attempt. Upon first inspection of the device at covidien ebd, a portion of the knife blade had been broken and was not returned with the device.

Manufacturer narrative:
Date of initial report: 09/16/2009. A visual inspection of the device revealed that the knife edge had been broken off. The knife edge was not returned. It is possible the customer hit a staple, metal pin or other hard substance that damaged the blade. Several attempts to determine what happened with the broken portion of the knife blade have been made with the site. No additional info was provided. The IFU for this product has a warning not to deploy the cutter on clips, staples and other metal objects to prevent damage to the cutter blade.